Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. The instruments noted below were used during the reported procedure. Review of the instrument logs found that the following multiple use devices were used in subsequent procedures after the event date with no reported complaints and have lives remaining: endoscope plus 30 degree, medium-large clip applier, maryland bipolar forceps, and a fenestrated bipolar forceps. A vessel sealer extend (vse) instrument was also used but is a single-use instrument and therefore was not used in a subsequent procedure.

Event description:
It was reported that during a da vinci-assisted left upper pulmonary lobectomy procedure, an injury to the pulmonary artery (pa) resulted with bleeding, and the procedure was converted to open surgery. The injury was caused while dissecting the pa and peeling tissue. The amount of bleeding was estimated to be approximately 2000ml and the procedure was converted to open surgery as the surgeon believed it would be difficult to control the bleeding. The patient did require a blood transfusion, and the number of products transfused was estimated to be 2080mls. It is unknown what specific type of injury occurred on the pa or what medical/surgical intervention, if any, was rendered to repair the vessel. The procedure was completed; it is unknown if there were any post-operative complications, but the patient has since been discharged.